Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis.the cause of peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. The patient was treated with unspecified infused drug and unspecified anti-inflammatory drug (intraperitoneal, doses and frequencies not reported). At the time of this event, the patient was still hospitalized and was not recovered from the event. Pd therapy was ongoing. No additional information could be provided as the reporter declined follow-up.